Event description:
Johnson & johnson gynecare tva mesh implant. (B)(6) 2010. Pain was from the onset of surgery. Could not walk or sit without pain. Complained in the first year to surgeon but dismissed as no solution to the problem could be offered "removal of the mesh is far more complicated than the implant of the mesh. If you think you are in pain now, have the removal and then you will feel pain." Over the 2nd year push forward at work in pain in groin, lower back and down the right leg. Sent to a rheumatologist and inflammation markers sky high. Now on drugs to help with nerve end pain and inflammation referred for 2nd opinion to gynecologist regarding pelvis pain. Confirmed cystcele ii and rectocele ii. Again no one offering surgery to remove mesh or correct new cystocele and rectocele. Constant pelvic pain. I am now on long term disability unable to sit or walk for extended periods of time. I will see urologist out of town to discuss mesh removal later this month. I feel like my insides are dropping out. Intimate relations with my husband have ceased due to pain. I have been on a physical and psychological roller coaster for over 3 years.